Event description:
It was reported that in 2007, the pt underwent a second stage revision right hip replacement. The following month, during revision surgery, the right trident liner was found to be disassociated. The customer further reports that, the head and inner component were removed along with outer shell from trident ring.

Manufacturer narrative:
Device not returned. No evaluation will be performed. (Hosp discarded). If add'l info becomes available, a supplemental report will be issued.